Event description:
A customer reported smoke and odor emanating from the dimension(r) instrument. No open flames were seen from the ul listed analyzer. The customer performed immediate measures to stop the smoking. There was no report of adverse health consequences as a result of the smoke. There was no report of adverse health consequences as a result of the incident.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke is leakage of fluid onto the imt circuitry. A siemens healthcare diagnostics inc field service engineer was dispatched to the account to accomplish repairs. The instrument is performing within specifications. No further evaluation of the device is required.